Event description:
It was reported that the patient presented for an implant procedure. Upon interrogation, it was noted that the right ventricular - rv lead exhibited failure to capture, noise, and low pacing impedance. Upon fluoroscopic imaging, it was found that the rv lead was found to be damaged. The rv lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.